Event description:
During a therapeutic plasma exchange. Pt became hypotensive with loss of consciousness for 30 sec. It was noted that readout of replacement fluid on front panel showed 3.4 l delivered. However, a check of remaining amount of replacement fluid indicated only 1.4 l had been delivered. Pt responded to fluid and albumin infusion and was stable upon discharge from unit.